Event description:
It was reported that the patient presented for lead revision procedure due to lead dislodgement of their right ventricular lead. High capture threshold was noted. During the procedure, it was found that tissue build-up resulted in failure to extend the lead helix. The lead was explanted and replaced. The patient was stable.